Event description:
It was reported that the motor device was loud. During in-house engineering evaluation, it was discovered that the device was loud and heating up. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was loud and was heating up. Therefore, the reported condition was confirmed. The device was disassembled and it was observed that the driveshaft was broken. The assignable root cause was determined to be misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.